Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level and high blood glucose and sensor had inaccurate readings that triggered threshold suspend alarm. The customer treated with food for lows. Customer's low blood glucose at time of incident was 40 mg/dl and current blood glucose 341 mg/dl. Customer's high blood glucose at time of incident was 300 mg/dl and current blood glucose 341 mg/dl. The product was not returned for analysis.